Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se disconnected and reconnected all connections on the mix controller printed circuit board and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.